Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the implantable cardiac monitor exhibited undersensing resulting in numerous inappropriate pause episodes. No intervention was performed. The patient was in stable condition.